Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. The procedure was discontinued, the final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, during a follow-up transthoracic echocardiogram (tte) the second clip implanted had fully detached from the anterior and posterior leaflets. The clip was successfully removed from the patient surgically by lassoing the clip and removing it through the femoral vein. A surgical valve replacement was scheduled for (B)(6) 2026. No additional information was provided.